Event description:
On (B)(6) 2014, a customer reported an unexpected positive result when using gamma-clone anti-c (monoclonal) with echo testing methodology.

Manufacturer narrative:
Immucor technical support evaluated faxed reports of sample testing from customer site. Product expired before complaint sent.